Manufacturer narrative:
This product has not been received for evaluation at the time of this report. The problem cannot be confirmed. If the suspect device is returned a supplemental report will be issued with the results of the evaluation.

Event description:
The customer reported that during a patient procedure, using a titanium su lopro s4, though the operation went well, after a few hours the customer didn't feel well, started to cough and expelled a fragment of the blade. The hospital did a radio scan to make sure that there were no other fragments in the patient and everything looked fine. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.

Manufacturer narrative:
The blade was closely inspected under the microscope. Based on the inspection, it is highly suspected that the blade has been used multiple times and been through cleaning and/or disinfection cycles using chemical solution not compatible with polycarbonate. Supporting evidences: excessively worn-out plastic around the metal connector: this is an evidence of the multiple connection cycles of a smart cable. Excessive teeth marking under the blade: this is another evidence of the multiple use of the blade. Shiny broken surface. Excessive wear on connector contacts. Excessive scratches on the blade: this is an evidence of wiping the blade for cleaning and/or disinfection. Based on all the evidences listed above, this single use blade must have been used multiple times with chemical exposure for cleaning and/or disinfection.